Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Pressure testing was performed and revealed no evidence of a leak from the retained sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked during infusion of paclitaxel. The reporter stated that this was noted when a pregnant nurse found that the device was wet, and led to drug spilling on the nurse. There was no report of injury or medical intervention associated with this event. No additional information is available.